Event description:
It was reported the connector in the programmer was loose and worked intermittently. Multiple rf (radio frequency) head replacements did not fix the problem. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the connector in the programmer was loose and worked intermittently. Multiple rf (radio frequency) head replacements did not fix the problem. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the head and electrocardiogram (ECG) connectors were loose. It was also noted that the system fan was noisy. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).